Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the patient was not able to rewind their insulin pump anymore. The patient's blood glucose at the time of incident was 15.0 mmol/l. When the rewind process occurs, the rewind stops at a certain moment. The insulin pump was also alarming with occlusion alarms despite no reservoir being inside of the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted. The insulin pump was received with cracked select button keypad overlay.